Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned with severe explant damage. Fracture in vivo was observed on the proximal conductor. The helix could be extended, and retracted and turns within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise. The rv lead was reprogrammed and subsequently replaced. It was noted that during the revision procedure, the rv lead was stuck with resistance in the subclavian region. The helix was rotated beyond the maximum number of specified rotations before being removed. It was noted that the proximal side of the rv coil was damaged and a fracture was suspected. No patient complications have been reported as a result of this event.